Event description:
The customer reported to vyaire medical o2 sensor issue. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention, patient was moved to another ventilator.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that slight variance in o2 readings from settings, but pm parts and calibrations likely to fix issue. Unit passing pre checks. O2 cell installed on pm and o2 cell calibrated. Blended gas calibrations completed. Oxygen inlet calibrations completed. During operational verification procedure following pm, oxygen was found to be within spec, accurate, and stable for all of testing. The vela ventilator can be returned to service.